Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-58165.

Event description:
It was reported that the customer had a quick serter with a spring that was getting stuck with both sides not firing at the same time. Customer's blood glucose level was 400 mg/dl. Customer treated with an injection. Customer stated that the serter did not release the set properly. A replacement serter will be sent. No further assistance needed.